Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an uncomplicated anterior pelvic floor repair in 2006. The ureter was patent at end of the case. The patient developed no symptoms suggestive of acute obstruction and had no increase in serum creatinine the day after surgery. The patient had a CT scan for an unrelated reason and it was noted that there was a distal obstruction of the right ureter and a small hematoma (6cm) along the right pelvic side wall. The patient was admitted to the hospital. The patient had no symptoms and kidney function was normal. An indwelling stent was placed and the patient was sent home. A CT scan was repeated three weeks later and showed near resolution of the hematoma. The physician removed the stent in the operating room and a retrograde study showed persistent obstruction. The physician cut the upper arm of the mesh against the pelvic sidewall and the stent was replaced. The patient was readmitted to the hospital one day later with spiking fevers and the diagnosis of pyelonephritis. The physician is concerned that that patient has fibrosis of the ureter and may require re-implantation. The physician will attempt to remove the second stent in a few weeks.